Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint. The unit under test (uut) was tested and no issues were observed. The error logs were reviewed and there was a power up entry without a power down entry. However, no failures were recorded that would explain a sudden shut down. It was observed from the logs that unit was frequently run on battery power. The uut batteries were allowed to run down and charge back up. The uut was allowed to run for over 24 hours and no failures occurred during the run. The device passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient transport, the ventilator shut down. The patient was removed from the ventilator. Though requested, no additional patient and event information has been provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.